Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image output. A definitive root cause could not be identified. Based on the results of the investigation, no image output. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had the light keeps going on and off. Got a little snow at one time. The issue was found during a diagnostic colonoscopy procedure that was completed with a similar device. There were no reports of patient harm.